Event description:
The accounts risk manager stated that the siderail would not latch on 5 new stretchers. The stretchers have not yet been used for patient care or transport.

Manufacturer narrative:
The technician found that even though not used under patients, the stretchers showed signs of abuse. The latches were bent but the siderails latched properly. The complaint by the transport staff at the account was that the siderails raised and lowered with difficulty, because latches were rubbing on the siderails. The technician found three stretchers with this issue. He replaced the latches on the siderails to repair the stretcher.